Event description:
Complaint #(B)(4).

Manufacturer narrative:
(10/171) the involved product was returned to intervascular for examination. A visual inspection of the product and an analyze of the photo provided by the customer were performed by the quality assurance (qa) supervisor. The qa supervisor concluded that: "based on the provided photo, it appears that the inner lid is folded, which could suggest that it was sealed onto the shell as is. However, upon receipt of the product it was observed during the visual inspection that the inner and outer lids were completely detached from their shells (except for one side). Therefore, no conclusion could be drawn during the visual inspection regarding the reported complaint. Therefore, it was decided to open an internal non-conformity to investigate a potential problem occurring during the primary packaging stage of the product". (3331/171) a non-conformity report was opened in order to investigate and determine the root cause. A thorough review of the product packaging flow was performed. The investigation concluded that the concerned product underwent only a partial reprocessing for repackaging by the operator in charge of sealing instead of a complete repackaging as recorded by the operator during the inspection. This could explain the partial opening of the internal shell lid. (4110/213) the occurrence rate was calculated for similar events reported on the same manufacturing line (intergard/hemagard) on a 12-month period from 01-jan-2023 to 31-dec-2024. The occurrence rate was 0.001%, which is below the anticipated occurrence rate (maximum) of 0.01% in the product risk assessment. (25) based on the investigation results it was concluded that the root cause of the incident is linked to the working method for reprocessing during primary packaging. At the time of this report, and as part of the non-conformity an action involving the modification of the reprocessing working method was identified and will be implemented to avoid any recurrence of this incident.

Manufacturer narrative:
(4109/213) the review of historical data indicated that no other similar complaint was reported on the same lot number 24c14. (4121/213) the device history records review concludes that no deviation was identified. (3331/3233) however, this device has been reprocessed at the primary packaging stage, which is being part of the device manufacturing process and can be performed as needed. Further investigation is in progress. (10/3233) the involved product was returned to intervascular for investigation and the inspection is pending. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It has been reported to intervascular that the inner tyvek lid of the of the intergard knitted graft was opened in the sealed outer packaging and as a result the graft could not be used for surgery due to potential non-sterility concerns.